Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. Also received with missing end cap sticker. No moisture damage on electronics. No unexpected restart alarm was noted. Unable to perform displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to button error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 159 mg/dl. Troubleshooting was performed. The device was returned for analysis.